Event description:
Removed device from patient - needle enclosed in plastic protective sheath. Placed device in bio-hazard bag to show infection control nurse of hospital to possibly order product. While showing product, needle released through protective covering and needle stick occurred. See scanned page.